Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was eating very light due to lack of appetite which may have caused the low. Customer is on a lot of medications for their liver, and this may be affecting their blood glucose levels. The customer was given glucose shots, food, and juice to treat. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. Customer also reported high blood glucose levels of 590 and 544 mg/dl which they used the pump to treat, infusion set site bleeding, and absence of a no delivery alarm. The insulin pump will not be returned for analysis.